Manufacturer narrative:
Additional review by boston scientific technical services (ts) confirmed there were appropriate amplitudes for primary ( ~1.9 mv ) and secondary (~1.7 mv) vectors. The device was tested using primary vector. The sensing vector was changed to secondary, possibly after automatic set-up. Myopotential noise was seen, but was correctly discarded by the device. Polymorphic vt was recorded on (B)(6), which displayed both sustained and non-sustained character. The rhythm was repeatedly treated by shocks that weren¿t successful in converting the rhythm. A pa x-ray indicates an unstable lead position and anterior device placement. Ts recommended obtaining a lateral x-ray to further verify the system position. Device function was appropriate with regard on the system placement.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received twelve shocks due to polymorphic ventricular tachycardia (vt). It was reported that most of the shocks were inefficient and resulted in non-conversion. The system placement seemed to be appropriate. However, due to the non-conversion the system planned to be explanted and replaced with a transvenous system. No additional adverse patient effects were reported.